Manufacturer narrative:
Batch review performed on 01 june 2021: lot 1908881: (B)(4) items manufactured and released on 12-feb-2019. Expiration date: 2024-01-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a loose tibial baseplate and the cause of the loose tibial baseplate is unknown. 7 months after primary surgery the surgeon revised the tibial tray, insert, and added a fluted extension stem. The surgery was completed successfully.